Manufacturer narrative:
(B)(4). Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. Postoperative joint swelling is a localized swelling or inflammation which is described as an accumulation of fluid in the interstitium, the space between cells, located beneath the skin and in cavities of the body. Inflammation from surgical trauma causes the release of moderators called cytokines. Swelling may increase during activities or when sitting or standing in one position for an extended period. Swelling or inflammation is the body¿s natural response to heal damaged tissue postoperatively. Additional associated products & mdrs. 42502605801 femur cemented cruciate retaining (cr) std lt iz 5 lot# 63784658 MDR: 3007963827-2023-00044. 42511200413 articular surface fixed bearing ultracongruent lt 13mm lot# 62638083 MDR: 0002648920-2023-00042. 42540000029 all poly patella cemented 29 mm dia lot# 64063564 MDR: 0002648920-2023-00043. 42557000114 stem extension tapered cemented 14mm dia +30 mm lot# unk MDR: 0001822565-2023-00636. Additional associated products: unk competitor bone cement. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient has an initial left total knee arthroplasty. Subsequently, patient had a manipulation under anesthesia on an unknown date due to arthrofibrosis, stiffness, pain, and decreased rom. Thick abundant scar tissue was excised throughout the joint. Unfortunately symptoms continued with addition of swelling. Knee aspiration x 2 with no growth reported and negative for infection.